Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage system was evaluated and calibrated. The system was tested and found to be working as intended and return to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a 'filament regulator error' during pt care cases. No pt serious injury or death was reported related to this event.